Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen 500mcg/ml for a total dose of 152.92 mcg/day, fentanyl 9000mcg/ml for a total dose of 2752.6mcg/day, and bupivacaine 20mg/ml for a total dose of 6.117mg/day via an implanted pump. The indication for use was malignant pain and abdominal/visceral. It was reported during a scheduled pump replacement, on (B)(6) 2018, for normal batter life a catheter access port contrast study was performed which revealed a catheter fracture. The clinical diagnosis was catheter break/cut. It was indicated the event was related to the device or therapy and not related to the implant procedure. It was noted that he catheter was explanted/replaced. A new catheter was implanted and the existing catheter tip was tied off at t6. The catheter was partially explanted and returned to the manufacturer on 2018. The issue resolved without sequelae on (B)(6) 2018. The returned paperwork noted the pump was replaced for elective replacement indicator (eri). The cause of the catheter fracture was not determined. The patient's baseline weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned, and analysis found the catheter body to be broken. If information is provided in the future, a supplemental report will be issued.